Event description:
The chemosite was implanted on 10/7/96. Reportedly, the catheter was blocked. The surgeon performed a re-operation and replaced the device. The hospital has reported the pt's condition is satisfactory.